Manufacturer narrative:
A4-a6:unk h6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -5.0/4.0/171 lens tore during loading after opening the vial. It was reported that during surgery on (B)(6) 2024, the lens was pinched and creased in the lioli injector. A replacement lens was implanted into the patient's right eye (od). Cause of the event was the device.

Manufacturer narrative:
B5: after futher reported information received. This claim is not reportable. There is no complaint. Claim# (B)(4).